Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It is possible the foreign material could be from the use of simethicone. The root cause of the cover burn was not able to be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue in the air water tube and the air water cylinder. Additionally, the plastic distal end cover was burnt. There was no patient involvement.